Manufacturer narrative:
Field service engineer (fse) visited the site and replaced the generator console. Fse then verified operation thru numerous power cycles and extended operational tests. Fse also provided general operational training and set the table perm recal position per staff request. Fse completed the service checklist (B)(4) and returned the system to full service.

Event description:
On (B)(6): customer reports via phone that system fluoro failed during a pt procedure and staff had to bring a portable c-arm fluoro unit in to complete the procedure. Customer was not able to provide any pt or procedural information, other than to say there was no pt injury.